Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. Customer¿s blood glucose level was unknown. Customer also reported that different sound during rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No rewind anomalies noted. No motor error alarm noted. Motor passed motor test. "Analysis meets specification" y. (B)(4).

Manufacturer narrative:
(B)(4). The analysis last completed date was november 12, 2020.

Manufacturer narrative:
(B)(4). The analysis last completed date was november 12, 2020.